Event description:
A caller reported an issue with the speaker and vibrate function of their pump, noting that the speaker was barely audible despite the settings being correct. After consulting with technical support, it was decided to replace the pump as it was still under warranty. The customer was provided with a replacement pump that included updated software and was instructed on how to store and return the faulty pump, along with transferring their settings and connecting their cgm to the new pump. There was no adverse impact to the customer's blood glucose level.